Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a distal ramus artery. Pre-dilatation was performed and then a 2.50x23mm xience xpedition stent delivery system (sds) was advanced to the lesion. Fluoroscopy showed that during attempted inflation, the balloon completely failed to inflate. The indeflator was changed with another one, which presented with the same failure. When removing the sds it was noted that the balloon area appeared to have a contrast leak. Another device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to previously filed MDR reports, device return analysis noted the hypotube was loose inside the nose piece and easily removed without any resistance. The account confirmed the hypotube separation. No additional information was provided.

Manufacturer narrative:
Device codes: 1562 not labeled internal file number (B)(4). Device status changed from not returned to returned. Evaluation summary: visual and functional inspections were performed on the returned device. The reported failure to inflate was confirmed. The reported balloon rupture was not confirmed. The reported separation was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported event was concluded to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). Device status changed from returning to not returned. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.